Manufacturer narrative:
It was noted that the devices are not available for evaluation as the patient requested to keep them. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
It was reported that the surgeon revised a primary triathlon to a triathlon ts. The reason for the revision was femoral implant malposition, and flexion extension mismatch.

Manufacturer narrative:
Reported event: an event regarding malpositioning involving a triathlon femoral component was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the component was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no other events for the referenced lot. Conclusions: the exact cause of the event could not be determined with the limited information provided. Further information such as x-rays, operative reports, patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that the surgeon revised a primary triathalon to a triathalon ts. The reason for the revision was femoral implant malposition, and flexion extension mismatch.